Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iritis is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2024-00044 for the report of iritis in the right eye (od).

Event description:
It was reported that following a bilateral cataract plus trabecular microbypass stent system procedure, the patient presented postop with iritis (ou). Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the patient''s current condition, including situations where uveitis may occur or persist bilaterally, and what to observe for in these situations. Per report, the patient is on a slow steroid taper, and the surgeon plans to refer the patient for a uveitis consultation. Additional information has been requested. This report references the case of iritis in the left eye (os).